Event description:
It was reported that the clinician programmed the unipolar left ventricular (lv) lead to a bipolar pacing configuration. The implantable cardioverter defibrillator (ICD) allowed a warning regarding the inability to detect a bipolar lead to be overridden and programming to bipolar to continue. Subsequent high lv lead impedance prompted an alert which required the lead be programmed back to unipolar. The ICD and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2008; 6947, implantable tachy lead, (B)(6) 2008. (B)(4).